Manufacturer narrative:
E1: reporting institution phone #(B)(6). E1: reporter phone #(B)(6). A philips field service engineer (fse) evaluated the device confirmed the issue was due to a faulty nbp pressure board and nbp pump assembly. Both parts were replaced and the nbp measurement and pump operation were found to be functional in the performance verification tests. The device was operational after repairs were completed and the device remains at the customer site. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue x3 patient monitor indicating they were not able to measure nbp and there were no alarms from the device. The device was in use at the time of the event. No adverse event occurred.